Event description:
Per the clinic, short circuits were noted on 8 electrodes. Troubleshooting attempts were made; however, the issue could not be resolved. Due to the progressive decline in function, there are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 and the patient was reimplanted with a new cochelar device during the same surgery. Device analysis indicated device failure. Device analysis report attached.